Event description:
On (B)(6) 2009, the patient reported that she disconnected her infusion tubing from the infusion site to shower and she noticed blood around the infusion site adhesive. She removed the infusion site and found that the cannula was bent. She stated the infusion site was inserted on the right side of her abdomen and it was painful during insertion. The site was red and appeared to be raised. She inserted a new infusion site and stated that it was not painful. No blood glucose issues were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.